Manufacturer narrative:
The lead was extracted and has not be returned for analysis. As a result, the allegations against this lead cannot be confirmed. The MFR attempted to obtain the lead by sending emails to the customer (on 05/06/09 and 05/21/09) but was not successful. The event will be re-evaluated if additional info becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
The customer reported this atrial lead was extracted due to no capture or sensing. To date, there have been no adverse pt effects reported. The lead was actively implanted for approx (B)(6).